Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system was not found on the boston scientific data base and the devices were in pre implant status. Furthermore, the data base was updated. The system remains in service. No adverse patient effects were reported.